Event description:
Boston scientific received information that this right ventricular (rv) lead was damaged during a normal device change out procedure. The local area field representative reported the lead insulation was damaged, just distal to the terminal pin, during removal from the device header. Additionally a loud popping noise was heard when the lead pulled from the header. The proximal lead portion was then cut and the remaining segment was capped. Another lead was successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
The proximal lead segment is expected to be returned for analysis. This report will be updated upon return and completion of analysis.